Event description:
It was reported that while pulling back on the syringe, white particulates could be seen inside of the syringe. There were no patient injuries reported.

Manufacturer narrative:
One vamp jr. System was received for evaluation, however, the syringe was not included. The evaluation revealed that there were no visible white particulates observed from the system during the visual examination under a microscope. There was no visible damage or defect noticed from the system. A device history record review was completed and it was confirmed that the device met specifications upon distribution. The complaint could not be confirmed during evaluation. There is no indication of a manufacturing defect that was noted during the analysis. It could not be determined if any clinical or procedural factors may have contributed to the event. No actions will be taken at this time.